Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The report of "unable to connect" to ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state as a result of the patient¿s unrelated surgical procedure. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery wherein the ipg was placed into surgery mode. Manufacturer's representative was unable to recover the ipg using clinician programmer. Surgical intervention may be pending to address the issue.